Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the right ventricle lead was explanted and replaced on (B)(6) 2020. No patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, the right ventricle lead exhibited noise oversensing. No intervention was performed. No patient consequences.